Event description:
This event was reported as valve explanted at implant due to central regurgitation causing insufficiency. It was replaced with another valve of the same size and same model. Pt died from cardiogenic shock the following day, 2001. No further info was provided.